Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, noise was noted after an induction test. The device successfully converted the induced arrhythmia without any inappropriate therapies. Another test was successfully performed at which point no noise was noted. The physician will monitor the patient.